Event description:
It was reported by service report that the stretcher fowler was stuck in the down position and would not raise up. It is unk if there was pt involvement, however, no adverse consequences are reported.